Event description:
Physician reported progressive myelopathy with t10 sensory level. Multiple intramedullary signal abnormalities between t5-t8 on MRI. Contrast administered, CT myelogram confirmed no mass present and no block of the flow of cerebrospinal fluid. Follow up with hcp revealed patient is now in rehab - pump is still running. Neurosurgeon felt that it was unwise to remove pump and catheter. Patient was not interested in having devices removed as "pt likes their morphine pump." Diagnosis to date is myelitis of unknown origin - patient has 2 lesions similar to ms. Other tests for other conditions were negative. Symptoms were not proven to be associated with the devices at this time.